Event description:
A (B)(6) male pt contacted zoll to report that the battery was nonfunctional when put into the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults on charger) was confirmed. As rec'd, the battery would not charge or power on a monitor. The cause of the inability to charge or power on a monitor is corrosion on the pca board. The cause of the corrosion is liquid ingress of an unk contaminant. No adverse event resulted from the contaminated battery pack. The pt rec'd a replacement battery pack.